Event description:
It was reported that insulation damage with minimal externalization was observed under fluoroscopy. All measurements during dft testing were stable. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.